Manufacturer narrative:
(B)(4). The device package has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was inspected at the distributor on (B)(6) 2019. According to the complainant, during unpacking of the outer box at the distributor, it was noted that the device packaging was found torn. There was no patient nor procedure involved in this event.

Manufacturer narrative:
Block h6: device code 2385 captures the reportable event of the packaging torn. Block h10: an rx biopsy cap was received, in its original box, for analysis. A visual evaluation of the returned device revealed that the closure strip on the top of the box was still sealed/intact. The box had signs of handling and manipulation. It was found wrinkled in some areas and the perforated portion of the device box was opened. No other issues were noted. Based on the information available and the analysis performed, it is most likely that handling and manipulation of the device during transport or storage could have contributed with the encountered issues. Manipulation of the device can lead to damage of the box/package during transport or storage. Therefore, the most probable cause for this event is cause traced to transport/storage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was inspected at the distributor on april 1, 2019. According to the complainant, during unpacking of the outer box at the distributor, it was noted that the device packaging was found torn. There was no patient nor procedure involved in this event.